Manufacturer narrative:
The occurrence dates were reported to have been in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring occurred during reconstitution using three (3) vial-mate adapters. The drug being reconstituted was ceftaroline 600 mg. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of one (1) sample was provided for evaluation. Inspection of the photo identified gray particulate in the solution bag. The reported condition was verified. The cause of the condition could not be determined. The other two (2) affected devices were not returned; therefore, a device analysis was not performed. Should additional relevant information become available, a supplemental report will be submitted.